Event description:
Going through airport security, metal showed up in my ankle. The only metal in my body, were bilateral hip implants using biomet devices. I was not experiencing pain, just some soreness and decrease in range of motion. After MRI and blood tests indicated the cobalt and chromium in my blood, it was determined that I need a hip revision. I am also experiencing rashes and open wounds and skin infections. I am scheduled for a right hip revision on (B)(6) 2016. This right hip was originally implanted on (B)(6) 2002 and is a metal on metal hip. The left hip was implanted on (B)(6) 1997 and had the plastic lining between the metal devices. The left hip is not producing any difficulty.